Event description:
It was reported that a patient implanted with this right ventricular (RV) lead presented to the emergency room (ER) with severe bradycardia and apparent loss of capture (LOC) on both the right atrium and right ventricular chambers. Repeated attempts to provide pacing were unsuccessful, and a system replacement procedure was scheduled. However, prior to the procedure, testing of the leads revealed no abnormalities. Both leads performed as expected, and appropriate pacing was achieved. As a result, the replacement procedure was not performed. A request was submitted for Technical Services (TS) to review data from this patient. Preliminary analysis identified stable lead trends, no evidence of noise on the RV channel and no significant changes in capture thresholds or lead impedance measurements. TS requested additional information from the facility to further evaluate the case. No additional adverse patient effects were reported. This RV lead remains in service. Information was received indicating that TS found evidence of high capture thresholds on this RV lead. The physician reported that normal rhythm monitoring was observed during a one-week hospitalization, and multiple device interrogations performed following the reported event demonstrated normal device function. The patient was subsequently discharged with routine follow-up. No additional adverse patient effects were reported. This RV lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.